Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with a need for a cuff replacement. The cuff had become unclipped and was not closing around the urethra. A new cuff was implanted after testing multiple sizes. The urethra was swollen at the time of implant, so a large cuff was implanted. The physician suspected the swelling was due to a vascular issue, related to the prostatectomy, that was causing blood to pool in the corpora spongiosum. There were no additional patient complications reported.